Event description:
The facility reported to largo customer service an infusion pump with a depleted battery. The issue was discovered during biomed testing. The depleted batteries were confirmed during service in 2006. Per largo customer service, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.